Manufacturer narrative:
Additional information was received that the physician did not suspect malfunction and that the patient was doing well postoperatively. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing new pain where the splitters connect to the leads. The physician noticed that the splitters were high in profile and decided to replace the leads and splitters.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2316-50, serial: (B)(4) description: infinion 1x16 perc lead kit-50 cm. Model: sc-3400-30, serial: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing new pain where the splitters connect to the leads. The physician noticed that the splitters were high in profile and decided to replace the leads and splitters.